Event description:
It was reported that the pump was alarming at power up and had screen damage. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review is not applicable or relevant because this device is not an out of box failure and/or the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A sample was received for evaluation. Visual inspection and functional test(s) were performed. There was no cracked cases but fluid ingression was found in the pump. Event history log (ehl) showed: high pressure alarm messages after pump started. Pressure switch test was performed; the reported problem was not duplicated. The pressure switch test was found to be activated within the pump's manufacturer specifications. Visually inspected the pump and found it had fluid ingression. The root cause of the issue was deemed to be customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump. Actions(s) taken to mitigate the reported issue(s): replace downstream occlusion sensor.